Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and dehydration on (B)(6) 2019, with unknown blood glucose. Customer was in emergency room. Customer had symptoms of nausea, vomiting, difficulty in breathing, could not see, weak, could not stand and vision blurry. The customer was treated with fluid insulin. The insulin pump will not be returned for analysis.